Event description:
It was reported that during internal inventory, torn sterile packaging was noted. A tear in the top right hand corner of the sterile packaging of this imager ii 4fr catheter was noted. The device was not used. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis inside the package. The entire catheter is underneath the die card and both ends of the pouch are sealed. Tabs on the die card showed evidence of being pushed open. There is damage/tear to the pe/pet layer of the pouch. The hub of the device could pass through the pouch damage/tear without initiating any further tearing. Considerable force in contact with a rigid edge is required to replicate the damage. There is no scenario in the teleflex manufacturing process that could provide either the force necessary or a rigid edge that could snag the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during internal inventory, torn sterile packaging was noted. A tear in the top right hand corner of the sterile packaging of this imager ii 4fr catheter was noted. The device was not used. There were no reported patient complications.